Event description:
It was reported that there was an unclamping failure with a sureform 60 stapler. No other information is available.

Manufacturer narrative:
The customer did not provide contact information. No site visit was able to be conducted. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.